Manufacturer narrative:
Medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system power cable was not guiding power from the outlet to the viewing station of the imaging system power board. To resolve the reported issue the viewing station power cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power cable has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced. Troubleshooting determined the power board of the viewing station of the imaging system is suspect along with the isolation transformer. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a workshop, the line power light on the viewing station of the imaging system were not illuminated and the power board of the viewing station had not leds illuminated either. There was no patient present when this issue was identified. No additional information was provided.